Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-jul-2022 to 20-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went to black screen due to burnt solenoid. A filed service engineer unscrewed the mounting screws to the comm sled, disconnected all wiring, and replaced the comm sled. Connected the power cable to the wall outlet and powered up the station, but it didn¿t boot up. Disconnected everything, including the aux tower and aux cabinet, and powered up the station again. It came up, so he connected one drawer at a time until he found the faulty drawer. Removed the back of the drawer and connected one retractor at a time to find the faulty half drawer. He tried releasing drawer 4.2, but the solenoid was seized. Removed the assembly and found the solenoid had burnt up. A field service engineer replaced it, reassembled the drawer, and powered up the station. After about 5 minutes, smelled burning again and found the solenoid was smoking. Removed it, replaced the drawer controller board, and reassembled everything. The field service engineer replaced the damaged drawer controller board and the solenoid to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system produced a burning electrical smell and displayed a black screen. During the failure investigation, a field service engineer noticed a burned solenoid and damaged drawer controller board. There were no flammable chemicals nearby and there were no patients in the surroundings. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device went to black screen due to burnt solenoid. The field service engineer replaced damaged drawer controller board and the solenoid to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system produced a burning electrical smell and displayed a black screen. During the failure investigation, a field service engineer noticed a burned solenoid and damaged drawer controller board. There were no flammable chemicals nearby and there were no patients in the surroundings. There were no adverse events or injuries reported based on this event.